Event description:
Patient ruptured their posterior cruciate ligament, and was therefore revised to a posterior cruciate stabilizing knee; once intraoperative, it was noted that the bone loss was such that a revision femur with a stem was needed. The tibia insert was addressed,and noted to be worn. Upon removal of insert, the tibial tray came out insitu. It was then decided to stem the tibia with a new tray as well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Patient ruptured their posterior cruciate ligament, and was therefore revised to a posterior cruciate stabilizing knee; once intraoperative, it was noted that the bone loss was such that a revision femur with a stem was needed. The tibia insert was addressed,and noted to be worn. Upon removal of insert, the tibial tray came out insitu. It was then decided to stem the tibia with a new tray as well.

Manufacturer narrative:
An event regarding loose baseplate involving a series 7000 baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports and additional medical records are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.